Event description:
A surgeon reported a pt with an increase in cylinder following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was rec'd. No further complications have been reported. MFR was notified of event on (B)(4), 2011, but no info regarding identification of item was included. Further info was rec'd on (B)(4), 2011 including the identification and item part/lot number. Eval of the returned stem indicated that presence of beach marks on the fracture surface indicates that the failure was due to fatigue of the implant. The presence of a white deposit around the stem/adaptor taper junction indicates that fretting/galling occurred. Radiographs indicated that the angle of inclination was 52 degrees, which is considered steep. The femoral stem also appears to be in a varus position. The apparent suboptimal position of the components and evidence of subluxation, suggest abnormal loading and stresses on the components which may have contributed to the fracture of the component. This report filed (B)(4), 2011.